Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that section g04 was inadvertently not included on the initial medwatch report. The following sections have been updated accordingly. Section g04, combination product: no. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 23, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint preloaded reveal that the cartridge tip was damaged. The plunger rod was also observed to be damaged. The handpiece was opened and ovd was observed inside the lens staging area indicating that an excessive amount of ovd may have contributed to the complaint issue reported. No further issues were identified with the preloaded. No lens was received for evaluation. The complaint issue "stuck in cartridge" and "haptic damaged" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not come out of the cartridge as they should, breaking the handles. The lenses could not be implanted and were replaced by others of the same model. There was a delay in treatment. There was no incision enlargement, no vitrectomy, no sutures done. No other information was provided.